Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) unit went into standby on its own with continuous alarm. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated fields: a2; a3a; a4; b4; d9; g3; g6; h2; h3; h6 problem code, type of investigation, investigation findings, investigation conclusion; component code; h11. Corrected fields: e1 initial reporter name. A getinge field service engineer (fse) recorded error logs. Problem not verified. Performed pm procedures per manufacturer specifications. Replaced primary 9v battery alkaline. All test passed. Handed unit over to customer in good condition.